Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer determined the event was due to sample quality. He checked the pinch tubings and ran precision on the troponin assay that was within specifications. Due to the limited information, the specific cause of the event could not be determined. The investigation did not identify a product problem. A general reagent problem was not present, because the qc prior to the event was within ranges

Manufacturer narrative:
The reagent lot number was 80225302 with an expiration date of 31-oct-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat assay results from the cobas 6000 e601 module. The initial result was 521 ng/l, which was questioned by the medical staff. A new sample was drawn from the patient and the troponin t result was 13.4 mg/l. The repeat result for the first sample using another analyzer was 12.83 ng/l the repeat result for the first sample using the original analyzer was 14.3 ng/l. The repeat results were believed to be correct.